Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 had multiple random cubies failing that would not recover. A field service engineer (fse) disassembled and reassembled the inside of the drawer but found no issues; the drawer was very clean. Then reseated all connections on the back of the drawer and replaced the retractor band due to minor physical damage; however, the issue persisted. The fse then replaced the drawer controller board for 5.1, after which all cubies were recoverable, and the drawer was working normally. The fse also had the customer login and confirm that everything was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and maintenance required. User shutdown the station by unplugging the power cord and reconnect but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.